Event description:
After t1 deployment, when the surgeon pulled out the needle from the meniscus, it was noticed that the suture was cut in the middle. T1 implant remained inside the body, it may be settled behind the joint capsule. The operation was completed with anther fast-fix 360. The patient's bone quality was reported to be hard. No patient injury was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or suture remain on the inserter. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. As a result of the suture not being returned the reported complaint of the suture being cut mid-point of its length cannot be confirmed. (B)(4).

Manufacturer narrative:
The investigation is still ongoing at this time. When the investigation is complete; a supplemental report will be filed. (B)(4).